Manufacturer narrative:
Due to unsuccessful attempts at contacting the treating doctor, many of the event details were unknown. This report was made based on the limited details provided by the patient. The current instructions for use (IFU) contains the following: "general risks to patient - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." The potential root cause is unknown. No conclusive evidence has been provided that supports or opposes the fact that the vivera retainers caused the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (serious injury) and the vivera retainers were being used.

Event description:
The patient reported her tooth (unspecified number) cracking, requiring a root canal and ultimately being extracted. It is unknown if the patient required any medical intervention to alleviate the reported symptom. It is unknown if the patient was prescribed any medication to alleviate the reported symptom. It is unknown if the patient is continuing the use of the retainers.